Event description:
It was reported that the customer experienced an unspecified malfunction that resulted in the customer being admitted to the intensive care unit. Details and nature of hospitalization were not provided. The customer declined to provide further information regarding the event.